Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was in hospital due to hyperglycaemia with a blood glucose value of 417 mg/dl. The patient's partner stated that the pump triggered error message e-4 (=occlusion) several times and cited this as the cause of the hyperglycaemia. It was also reported that the customer used the cartridge with insulin for 3 weeks. The user was treated with a sodium chloride infusion.